Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure patient passed away. The physician successfully ablated the left atrial posterior wall, left atrial anterior wall, and mitral isthmus. However, upon delivering the fifth application near the left atrial appendage, the patient's blood pressure rapidly dropped and was lost. Patient then went into asystole. Cardiopulmonary resuscitation was immediately initiated. A pericardiocentesis was performed to drain fluid. Defibrillation was also attempted, but the patient's rhythm could not be restored. Life-saving measures continued for approximately sixty minutes before the patient was pronounced deceased.

Event description:
It was later reported that the patient was in pulseless electrical activity when the blood pressure dropped. Prior to the procedure, intracardiac echocardiography (ice) did not reveal any pericardial effusion.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number: 0012446760 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft segment. Visual inspection of the spiral array segment revealed the guidewire lumen was kinked at 0.442 inches from the distal tip. On the handle segment, the capture device adapter was observed to be detached (removed and not returned with catheter). The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. In conclusion, the catheter did not pass the returned product inspection due to a detached adapter to the capture device and a guidewire lumen kink in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.